Event description:
A healthcare professional reported that two separate vitrectomy probe were not cutting, however, they were aspirating during two separate pt vitreoretinal procedures. The probes were replaced and the procedures were completed without consequences to the pts. Product samples were requested for evaluation. There are no additional details available for this report.

Manufacturer narrative:
A product sample has been requested, however, it has not been received for evaluation at the mfg site. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).